Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The pump 1 patient circuit was slightly jammed but it could be restarted by hand. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The most likely root cause of the reported event is traceable to environmental conditions in which the pump worked, as condensation, humidity and high temperatures which led to the shaft blockage.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to a patient pump during priming. There was no patient involvement.